Event description:
It was reported that the patient expired following a cardiac arrest. A patient advocate noted that the device never 'went off.' No other information was available. No information was provided regarding device whereabouts. This device is included in the emblem s-ICD overstress (12/3/2020) and emblem s-ICD premature depletion advisories.